Event description:
During the initial implant procedure, the right ventricular (rv) lead was unable to be connected to the header of the device. A header anomaly was the suspected cause of the event. A replacement device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of a header anomaly could not be confirmed in the lab. Upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.